Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed a change in ap-vs activity since october; atrial lead dislodgement was suspected. X-ray confirmed the atrial lead was dislodged. The lead was explanted and replaced on (B)(6) 2016. The patient's condition was fine post procedure.